Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, their receiver displayed an error message for transmitter failure. There was no report of injury or medical intervention. No additional patient or event information is available. The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed (data log received date) confirming the reported event of transmitter failed error.